Event description:
The report stated that after a thyroidectomy, the pt has postoperative bleeding and a superficial burn on the neck. A reoperation was performed and the vessels were closed with sutures.

Manufacturer narrative:
The incident device was discarded and is not available for evaluation. Through contact with the site, it was learned that the surgeon uses the device as bipolar scissors. Use of this product in such a manner has been shown to cause heating of the device. The instructions for use have been modified to add a caution indicating that the ls1200 should not be used as bipolar scissors. The instructions for use also contains a warning to avoid inadvertent contact with the pt, as a burn may result. Reported injuries have been minor in nature without serious effect to the pt. (See add'l scanned pages.)